Event description:
It was reported that during lithotripsy procedure the tip of the fiber was broken. Part of the broken fiber was able to be retrieved but during lower kidney stone crushing it was identified in the endoscopic image that there was still about 2 to 3mm of the fiber tip inside the patient with bleeding. The procedure was completed with the original device with no patient injury.

Event description:
It was reported that during a lithotripsy procedure, the tip of the fiber broke off inside the patient. The physician was able to confirm the break on the endoscope screen. The tip fragment was able to be retrieved; however, when performing lower kidney stone crushing, the physician was able to identify another tip fragment in the endoscopic image. It was noted that there was bleeding during the procedure; therefore, the fragment may have been overlooked during the first retrieval. The physician believed possibly about 2 to 3mm of the tip broke off and remained inside the patient. The procedure was completed. There were no further patient complications.

Event description:
It was reported that during lithotripsy procedure the tip of the fiber was broken. Part of the broken fiber was able to be retrieved but during lower kidney stone crushing it was identified in the endoscopic image that there was still about 2 to 3mm of the fiber tip inside the patient with bleeding. The procedure was completed with the original device with no patient injury.